Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an obgyn procedure on (B)(6) 2018 and suture was used. During the procedure, the needle of the suture closing the abdominal wall is released from the thread of suture. The procedure was delayed by fifteen minutes. A new suture was opened to complete the procedure. No adverse patient consequences reported.